Event description:
During tavr procedure, during deployment of valve, the balloon of the deployment device ripped. As the device was being removed there was an iliac artery injury which required vascular surgical intervention. FDA safety report ID # (B)(4).